Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2019, a patient received a perceval pvs23 in aortic position. The manufacturer was informed that the patient received a pacemaker within 14 days after the perceval implant. No other information is currently available.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # a71608, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information, the root cause of the reported event cannot be definitively stated. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.